Event description:
Customer reported being hospitalized due to dka. Customer had been on manual injections since january due to repeated "no delivery" alarms. Customer attempted to get back on the pump but not contributed to get "no delivery alarms". Troubleshooting was not performed due to the screen being blank at time of call due to a dead battery.